Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance, reaching measurements of 145-149 ohms. Defibrillation threshold (dft) test was performed in-clinic and the arrhythmia was successfully terminated. The shock impedance also returned to in-range values. The implantable cardioverter defibrillator (ICD) was explanted and replaced as the longevity was observed to have reached elective replacement indicator (eri) status. The rv lead was kept in service and when connected to the new device, the shock impedance showed normal values, so the clinic will continue to monitor the patient. No additional adverse patient effects were reported.